Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being damaged. The root cause of the discharged cells could not be positively identified. There was no adverse event that resulted from the damaged battery.